Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hypoglycemic event with a blood glucose (bg) of 58 mg/dl. Ilet logs showed insulin delivery had been suspended before a meal announcement following a prior low. The user announced a meal at bg 90 mg/dl, after which bg decreased. The user treated with glucose tablets and recovered. No hospitalization or lasting effects were reported.